Manufacturer narrative:
UDI code not available for this device. The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the cochlear implant concerned was explanted on (B)(6) 2014.